Manufacturer narrative:
Patient weight is unknown. This information was not available from the facility. The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/ study name: (B)(6) - patient ID #(B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2013, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 55 months post index procedure, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2017. The physician indicated this is unlikely related to the study device and procedure.